Manufacturer narrative:
An event of the valve migrating after implant, cardiac arrest, and aortic insufficiency was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the portico tavi valve instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
Subsequent to the initially filed report, the following additional information was received. The delivery system used to implant the portico valve was a small flexnav delivery system. For the 25mm portico valve that migrated, the starting implant depth at deployment was 3mm. The final implant depth at release was 12mm deep inside the ventricle. The patient did not have an acute aortic angle. There was no interaction between the delivery system and the deployed valve. The final peak to peak gradient was 17mmhg, and the final mean gradient was 7mmhg. The annular perimeter was 68mm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 25mm portico valve was selected for implant. During release of the valve, it ended up in 12mm with a leak between the valve and the valve ring, and there was tension in the delivery system noted during deployment. The physician attempted to pull the valve more into the aortic position using a snare, but the valve rose until it was completely in the patient's ascending aorta. It was decided to implant a 27mm portico valve, but during the valve assembly, the patient went into cardiac arrest, which required massage and adrenaline. The patient recovered, and the second valve was successfully implanted in the optimal position within the first valve. The final implant depth of the second valve was 3mm. It was thought that the cardiac arrest was due to the migration of the valve and severe aortic insufficiency. The physician believes that the migration of the valve must have been caused by a slight tension in the delivery system noted during the time of release. There was sufficient calcium to allow anchoring. No additional information was provided.